Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory, product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-15, information was received from a patient receiving bupivacaine and clonidine via an implantable pump for non-malignant pain. It was reported the patient was getting "no pump response" when they tried to bolus so they move the communicator around. The patient stated it seemed like the handset and communicator connect to one another, but "I keep getting no pump response and that's when it freezes. I know it freezes because I went to cancel out of it last time and then it told me the bolus was delivered." When the agent inquired further, the patient stated when they connect to the pump, they either connect fast until they get to 90%, and they have to "wiggle" the communicator around, or between 0 and 90 it will say no pump response. The patient stated the equipment was "very finicky". When the agent inquired event date, patient stated "over the last month or so" it has been increasingly longer and longer to connect to their pump to bolus. The patient also stated the last bolus they did took "like 8 minutes, which seems like a long time, so it's only been in the last couple days that it's been freezing up." The patient then mentioned they have lost weight since the pump was implanted and their pump "sticks out at a funny angle on me," and they don¿t know if that has anything to do with the issue of connecting to the pump. The patient mentioned they have talked to their doctor about thisyesterday, who told them to call patient services. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 3.29 mb. The patient then started connecting to the pump prior to agent's instruction, but patient confirmed they were able to deliver a bolus successfully. The patient stated that even though they saw "no pump response" when trying to connect, requesting the bolus "went much quicker" and "feels better," in reference to the little amount of time it took to request/receive the bolus. The patient also mentioned when they go to do a bolus, they always see the tutorial page. Patient services walked the patient through disabling the tutorials. The agent reviewed pump issue and data considerations. The patient will monitor and call back if further assistance is needed.